Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40-50 mg/dl. Reportedly, customer tends to go low at night, and pump settings need to be updated. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.